Manufacturer narrative:
D2b pro code: dsk. D4 unique identifier (UDI#): detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1 initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. An avvigo plus mobile system was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the avvigo plus system presented an error code of 8013 which did not allow the run to be completed. Another attempt to complete the run was made, however the error persisted. The procedure was not able to be completed due to this error. There were no patient complications.